Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient felt lightheaded symptoms and presyncopal. It was also reported there was atrial lead impedance and p wave fluctuations. The lead was replaced. No patient complications were reported as a result of this event.